Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider thinks they may have done a partial pocket fill when refilling the patient today. The healthcare provider said it ¿felt different¿ and the patient reported a cold feeling during the refill. The healthcare provider was able to aspirate all of the drug out of the pump confirming there wasn¿t any significant amount missing, however they kept the patient around for ~1 hour and then sent the patient for additional monitoring. Currently the patient was still asymptomatic.